Manufacturer narrative:
Event site name: (B)(6) hospital. Event site address: no. (B)(6). Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during the inspection, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The machine reported a high temperature and needed to replace the filter. There was no patient involvement or harm reported. The fse was dispatched to evaluate the unit. It was reported that replacement was completed with equipment passing all factory-specified performance tests. The equipment has been delivered to the customer and is ready for clinical use.